Manufacturer narrative:
Insulin pump passed the displacement. Compromised force sensor system alarm during the basic occlusion test due to loose/flush drive support disk. Insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system twice when she was filling the tubing. Insulin squirted out during the manual prime process. The drive support cap was sticking out. Customer's blood glucose level was 84 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.